Event description:
The customer reported that no sound was coming from the intellivue multi measurement server x2, including alarms. A "speaker malfunction" inop was displayed on the device. There was no adverse event reported.